Event description:
It was reported the patient has not charged her scs ipg or used system stimulation for several months. Subsequently, the ipg is inoperable and the patient would like the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.